Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. During software upgrade, the pulse generator failed and went into back-up vvi mode. The device was recovered successfully. The patient was asymptomatic during the event and would continue with normal follow-up.